Event description:
The customer reported that the unit had a constant beep and had to be rebooted to stop. The fe confirmed there were no uncommanded x-rays. The system locked up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.